Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the unit got stuck to the patient¿s skin while harvesting causing damage to the donor site. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Initial qa inspection of the electric dermatome on 3/8/2016 revealed no noticeable damage to the power cord assembly and no noticeable wear to the control bar and hand piece. The master blade, serial number (B)(4), was flush with the control bar. The device operated within motor speed specifications when connected to the electric dermatome test power supply. Functional tests: repair of the electric dermatome was performed by zimmer biomet surgical on 3/28/2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor and ¿o¿ ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device operated within motor speed specifications. The device met calibration and side to side specifications at all tested thickness settings. Post repair analysis of the electric dermatome revealed that the motor met electrical specifications without a load. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device history record (DHR) review was not applicable since the device is over a year old. Electric dermatome, serial number (B)(4), was manufactured on september 11, 2014, is over 1 year old, and has been previously returned to zimmer biomet surgical two times for service since the inception of sap in july of 2011. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) two times since the inception of sap in july of 2011. The last repair was january 22, 2016 where the hand piece was not powerful and the standard repair parts were replaced. This is not a related issue. The reported event ¿that the unit got stuck to the patient¿s skin while harvesting causing damage to the donor site¿ was non-verifiable. The device operated within motor speed and calibration specifications prior to being repaired and no issue was noted with the device. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The device operated as intended and no issue was discovered with the device. The instructions for use (IFU) states that the user should ¿guide the unit forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site.¿ as noted by the service technician, electric dermatome, serial number (B)(4), repair of the electric dermatome was performed by zimmer biomet surgical on march 28, 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor and ¿o¿ ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per procedure prior to repair, the device operated within motor speed specifications. The device met calibration and side to side specifications at all tested thickness settings. Post repair analysis of the electric dermatome revealed that the motor met electrical specifications without a load. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. There are no recommended actions at this time.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, the electric dermatome handpiece got stuck to the skin of the patient during harvesting (caused damage to the donor site). The surgery time was extended 20 minutes and there was no harm, injury or adverse event to patient/operator nor was the life/health of the patient at risk. There was an impact and damage to graft harvest and an additional graft harvest was required. The surgery was completed with an alternate device.